Manufacturer narrative:
The device was not returned for analysis. A review of the corrective and preventive actions (CAPA) review was not performed because a specific failure mode for this complaint was not provided. The production records for this product could not be reviewed and a similar complaint query could not be performed because the part number and lot number were not reported, and the device has not been marketed for approximately 25 years. Based on the case information, a conclusive cause for the reported patient effects of hematoma, and the relationship to the product, if any, cannot be determined. The reported unexpected medical intervention was likely related to the case circumstances. The techstar was a single suture device similar in function to prostar. However, this device is no longer marketed and has not been for at least 25 years. This complaint was generated via an article that referenced other studies with data from as far back as 1999. With no available risk assessment, instruction for use, nor an unspecified failure mode, further analysis cannot be performed. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report. B3: date estimated d4: the UDI is not known as the part and lot number were not provided. H6: medical device problem code 1494 clarifier: incorrect anatomy. The additional devices listed in b5 are filed under seperate medwatch numbers. Attachment: article titled "the use of vascular closure devices for brachial artery access: a systematic review and meta-analysis".

Event description:
The aim of this meta-analysis was to estimate the rates of technical success and adverse events of vascular closure devices (vcds) in the brachial artery and compare the rates of adverse events with manual compression. Multiple vascular closure devices were discussed, including perclose proglide, starclose, and perclose techstar. The study concluded that despite being off-label, studies suggest that vcds in the brachial artery have a high technical success rate. There was no significant difference in adverse events between vcds and manual compression in the brachial artery. Complications noted with perclose proglide included device failure, hematoma, neurological adverse events (eg, paresthesia, pain, and weakness, excluding stroke), stenosis or occlusion, infection, and pseudoaneurysm. Complications noted with starclose included device failure, hematoma, neurological adverse events (eg, paresthesia, pain, and weakness, excluding stroke), stenosis or occlusion, infection, pseudoaneurysm, and ischemia of ipsiladeral limb of bracial access site. Complications noted with perclose techstar included device failure, and hematoma. Specific patient information is documented as unknown. Details are listed in the article, titled "the use of vascular closure devices for brachial artery access: a systematic review and meta-analysis". No additional information was provided.